Manufacturer narrative:
Additional information was received which indicated the percutaneous coronary intervention with stent to the right coronary artery due to severe proximal stenosis was not caused by or the result the valve or valve implant procedure, but rather due to the patient's pre-existing condition. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, a percutaneous coronary stent was placed at the implant. The relation of the stent and the valve was not reported. No additional adverse patient effects were reported.